Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed with the device. The device was put through extensive testing including bench testing, stress testing, power cycling, defib cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed a check pads/poor pad contact message when the electrode pads were attached. We believe that because the end user is new to using the r series device, the user thought this to be a failure. We were unable to confirm via the logs that the pads were attached to the patient at the time that the advisory message was generated. The user was capable of delivering therapy with external paddles. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge via electrode pads. Complainant indicated that the clinician obtained a set of internal handles and was unable to discharge. A set of external paddles were then obtained to continue treating the patient and the device was able to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.